Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen which is an off-label usage of the device. The date of event is an approximation. On (B)(6) 2025, it was reported by insulet that the patient reported hypoglycemia event that caused them to fall and lose consciousness. This happened after the sensor was put on the abdomen. The patient uses op5 in modified closed loop. Around 3:30 pm, the patient was not responding to his supervisor and fell against the wall and was unconscious. The patient was given carbohydrate and ems were called. Paramedics arrived around 3:35 pm and took fsbg was 70 and saw the dexcom cgm was readings 180. Paramedics gave him IV of unknown sugar. He recovered a few minutes after paramedics treated. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
B5: describe event or problem - correction. H2: correction/additional information. H6: type of investigation - additional. H6: investigation findings - correction.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen which is an off-label usage of the device. The date of event is an approximation. On 06/16/2025, it was reported by insulet that the patient reported hypoglycemia event that caused them to fall and lose consciousness. This happened after the sensor was put on the abdomen. The patient uses op5 in modified closed loop. Around 3:30 pm, the patient was not responding to his supervisor and fell against the wall and was unconscious. The patient was given carbohydrate and ems were called. Paramedics arrived around 3:35 pm and took fsbg was 70 and saw the dexcom cgm was readings 180. Paramedics gave him IV of unknown sugar. He recovered a few minutes after paramedics treated. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.